Event description:
Pt was placed on pca hydromorphone (25mg in a 25ml syringe) on (B)(6) 2012. Pca pump was initially set up in pacu (post anaesthesia care unit). Dose was 0.3mg, lock out 10 mins, max limit 8mg/4 hours. According to the nurse who set up the pump, the pump display read pca hydromorphone. There were syringe changes at some point post initial set up. On the morning of the (B)(6) it was noticed that the pump display read pca morphine, not pca hydromorphone. It was the correct syringe in the pca pump (hydromorphone) and it was the correct dose programmed, but pca morphine was selected at some point. Customer is requesting a log review to find out when the morphine programming happened. There was no impact on the pt other than issues with pain management. The customer is unable to provide additional pt info at this time.

Manufacturer narrative:
(B)(4). A review of the associated pc unit event log for the three days in question indicates that the initial pca infusion, started on (B)(6) 2012 was programmed for ivpca hydromorphone at a concentration of 25mg in 25mls. On (B)(6) 2012, after the system had been powered off for several mins the user re-programmed the infusion using hydromorphone high dose selection which also has a concentration of 25mg in 25mls. This infusion ran until 5:14pm when the near empty syringe was replaced with a new syringe. The user then programmed the pca infusion for ivpca morphine at a concentration of 125mg in 25mls. After confirming the parameters the user received a guardrails warning "pca dose is below the guardrails limit of 0.5mg. Proceed?" The user selected yes to proceed and start the infusion. This infusion ran up until 10:34am on (B)(6) 2012 when the drug selection was changed back to the initial ivpca hydromorphone at a concentration of 25mg in 25mls. The root cause of the customer's experience is due to a user programmer error.